Event description:
On (B)(6) 2025 I visited obstetrics and gynecology of (B)(6) during the examination, I noticed that the speculum clamp was not on the table although all other items were. During the exam, the doctor asked for the speculum. I don't remember seeing the assistant placing the clamp on the table instead she went in the cabinet and got a clamp which was located in a dish pan. There was only one clamp and when she finished using it, she put the clamp back in the dishpan. When everyone left the office. I opened the cabinet to find the clamp in the pan where she placed it, but the most scary part and concerning part is that the dishpan odor smelled horrible. It smelled like it had never been cleaned ever and it smelled very strong of feminine hygiene as well as a ton of weird particle bits in there it was obvious the pan nor speculum was not properly cleaned. If the clamps where clean then why is the smell of the pan that they are storing the used or unused clamps in smelling so horrid. It was a gynecologist exam and I believe they are using the same metal clamp on the females and not sanitizing the storage location for the clamp it looks unhygienic and smells extremely strong of feminine hygiene, it smells/looks unclean. It is being stored under the sink in the obgyn office. Please know that I do have pictures of the clamp in the dishpan that was located under the sink. My concern is they inserted this clamp inside of me and I'm not sure if it was sanitized.